Event description:
Reporter stated that 1.5 hours after taking a normal dose of 14 units of humalog r with lunch she was passed out for 35 minutes. Her husband found her passed out and called the emts. Reporter alleged her husband received a result of 112 mg/dl on the aviva system compared with a result of 21 mg/dl on the emt system when testing was performed within 10 minutes. Reporter stated that she was treated with a 1 mg glucagon shot. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.